Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("experiencing excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2010, hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain pelvic") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paxil, effexor and prozac. Concurrent conditions included obesity, post-traumatic stress disorder, fibromyalgia, cervical disc degeneration, bipolar disorder, depression, menometrorrhagia, endometrial hyperplasia and polycystic ovaries. Concomitant products included baclofen. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced weight increased ("weight gain") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("experiencing excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with paracetamol (tylenol), caffeine, ibuprofen (midol cramp), progesterone and surgery (underwent a total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, weight increased, fatigue and alopecia had resolved. The reporter considered alopecia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 315 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. On (B)(6) 2010,hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. On (B)(6) 2014, surgical pathology report revealed, a endometrium, biopsy - complex endometrial hyperplasia with morular and ciliated metaplasia - no evidence of atypical hyperplasia or malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:vmenorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 31-aug-2018: pfs and medical record received. Reporter's information was updated. Events added: abnormal bleeding (vaginal), dysmenorrhea (cramping), vaginal discharge, weight gain, fatigue , hair loss. Outcome of following events were updated from unknown to recovered / resolved: abnormal bleeding, dysmenorrhea, fatigue, hair loss, pelvic pain, vaginal discharge, weight gain. Concomitant conditions, concomitant drugs, historical drugs, treatment drugs and lab data were added. Fu1 and 2 processed together. On 4-sep-2018: fu1 and 2 processed together. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2010,hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. On (B)(6) 2014, surgical pathology report revealed, a endometrium, biopsy - complex endometrial hyperplasia with morular and ciliated metaplasia - no evidence of atypical hyperplasia or malignancy. Previously administered products included for an unreported indication: oral contraceptive nos, effexor, prozac and paxil. Concurrent conditions included obesity, post-traumatic stress disorder, fibromyalgia, cervical disc degeneration, bipolar disorder, depression, menometrorrhagia, endometrial hyperplasia and polycystic ovaries. Concomitant products included baclofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("experiencing excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with caffeine, ibuprofen (midol cramp), paracetamol (tylenol), progesterone and surgery (underwent a total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, weight increased, fatigue and alopecia had resolved. The reporter considered alopecia, dysmenorrhoea, fatigue, heavy menstrual bleeding, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 315 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:vmenorrhagia, pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information added, case became medically confirmed. Patient detail and essure insertion date were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.